Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Per sales rep, the patient was revised due to the stem being loose. Per surgeon, it was undersized by 3 sizes. Left shoulder.